Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. A review of the event history log (ehl) revealed the following: ?10/23/2020 5:08:25 pm system fault 41,541 occurred 1 0 0 3." The customer reported product problem (exhibition of code 41541) was therefore confirmed. The error indicates an inoperable latch lock sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the inoperable latch lock sensor was not determined. The faulty latch lock sensor was replaced.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed error code 41541.no patient adverse events reported.